Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The constant audible alarm was identified during functional testing and the review of the alarm log to be an f-50 alarm. The cause of the condition was determined to be a damaged central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a constant audible alarm. This occurred before use. There was no patient involvement. No additional information is available.